Event description:
It was reported that the unit did not hold the pressure and the pressure would spike up.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.